Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that the shaft was observed broken with exposed wires in the middle, the damage observed on the shaft could have appeared after the procedure since it was not originally reported in the complaint; however this cannot be conclusively determine. Then, the continuity of the electrical wires was measured along the device and no electrical issues were observed. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the manufacturing process to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device number (B)(4), and no internal actions related to the reported complaint were identified. The current leakage and the electrical issues reported by the customer could not be confirmed at this time, since there is no evidence of a damages or anomalies on the electrical printed circuit board (pcb) and the continuity of the electrical wires was observed throughout the entire device. Since, the damage was not originally reported in the complaint and probably appeared post-procedure, this damage could be unrelated to the reported event. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a decanav electrophysiology catheter and post procedure the bwi product analysis lab identified the shaft was observed broken with exposed wires in the middle. During the procedure, the medical team experienced signal interference/noise. The carto 3 system was displaying error 7: current leakage error. The issue was confirmed when all of the catheters were disconnected, the error cleared, and reappeared when the catheter was reconnected. The medical team confirmed that they were still able to monitor the patient's heart rhythm via defibrillator and anesthesia monitor. During the signal interference, the affected catheter was not inside of the patient's body. The cable and the catheter were replaced, and the issue was resolved. The procedure was continued. No patient consequences were reported.